Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Visual analysis was performed on the photo received. Only a part of the cerebase da guide sheath, 90cm could be noted on the picture, a compressed section could be noted on the distal body, also it could be noted that the device has a broken condition with the braid wires exposed. A manufacturing record evaluation was performed for the finished device 30398815 number, and no non-conformances related to the reported complaint condition were identified the reported condition ¿catheter (body/shaft)- accordioned¿ could not be evaluated based on the picture. The reported condition ¿dilator (cerebase)- cannulation difficulty¿ could not be evaluated based on the picture, however, the damaged conditions noted on the device may be the result of the difficulties experienced during the procedure, however, this could not be conclusively determined. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, during treatment of an ischemic stroke, a cerebase da guide sheath, 90cm (gs9090sd, 30398815) went bareback at first, it never went into the vessel, it coiled at the groin. It was stuck basically sub-cu, with the dilator. The sheath was examined, and it seemed fine, the cerebase was placed back into the groin with a short sheath, seemed fine looking back at images, marker band in place. An embovac was also use but there was no alleged product failure, no issues. A 3 maxx catheter was used after lbc but was not able to get past ophthalmic (very torturous), just difficult patient. A photo was provided.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch report: g3, g6, h2, h3 and h10. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during treatment of an ischemic stroke, a cerebase da guide sheath, 90cm (gs9090sd, 30398815) went bareback at first, it never went into the vessel, it coiled at the groin. It was stuck basically sub-cu, with the dilator. The sheath was examined, and it seemed fine, the cerebase was placed back into the groin with a short sheath, seemed fine looking back at images, marker band in place. An embovac was also use but there was no alleged product failure, no issues. A 3 maxx catheter was used after lbc but was not able to get past ophthalmic (very torturous), just difficult patient. Visual analysis was performed on the photo received. Only a part of the cerebase da guide sheath, 90cm could be noted on the picture. A compressed section could be noted on the distal body, also it could be noted that the device has a broken condition with the braid wires exposed. A manufacturing record evaluation was performed for the finished device 30398815 number, and no non-conformances related to the reported complaint condition were identified. The device was not returned for analysis, therefore, no further investigation can be performed. Based on the limited information provided and the visual analysis of the picture received, the reported condition ¿catheter (body/shaft)- accordioned¿ could not be evaluated. The reported condition ¿dilator (cerebase)- cannulation difficulty¿ could not be evaluated based on the picture, however, the damaged conditions noted on the device may be the result of the difficulties experienced during the procedure, however, this could not be conclusively determined. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, clinical and procedural factors including clot burden, vessel characteristics, and device manipulation, may have contributed to the reported issues. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.